Event description:
Diasorin molecular llc received a complaint alleging disc leakage while running mol4150 lot 14346n and resulting in invalid results / internal control failure. The customer confirmed no alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging disc leakage while running mol4150 lot 14346n and resulting in invalid results / internal control failure. Run analysis of the simplexa results are as follows: (b)(6 2023 at 1451: sample ID (B)(6): invalid due to internal control failure. Sample ID (B)(6): invalid due to internal control failure. The customer was not running any patient samples with mol4150 lot 14346n (mol4151 lot 14038n), only a negative control (utm) and a positive control mol4161 lot 16395n when the invalids occurred. No valid results were generated. The invalid result was caused by a leakage with the dad disc mol1455 lot p17302n. Further investigation confirmed an increased probability of leakage when running this lot of dad disc with the previous assay definition for mol4150 (version 2). The disc lot did not leak when run on the current assay definition version 3. The leakage has the potential to cause false positives and therefore required a class 2 recall for any remaining mol4150 assays that were linked to the previous assay definition version 2 and was reported under the FDA res# 91504, recall # z-1209-2023. Any customers with inventory of mol4150 with the previous assay definition v2 in the field were notified to discontinue use and destroy those remaining kits with assay definition v2. The disc leak has a potential to cause false positive results when running mol4150 simplexa covid-19 direct. In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death.